Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had flows reading 0.0 liters per minute (lpm) while connected to ac power. A "red flow alarm" was observed, and the patient had associated complaints of acute dyspnea and not feeling well. There were no interruptions in power supply to the hospital cart and there was no visible damage was noted on the controller. The controller was exchanged with resolution of the alarm and the patient felt better. The patient remained alert and oriented during the episode. Log file review of the exchanged controller confirmed low flow alarms on (B)(6) 2023 from 10:32pm - 10:43pm while connected to the power module followed by a driveline disconnect associated with the controller exchange. Log file review of the new controller did not find any unusual events. Related manufacturer's report: (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms were confirmed via the evaluation of the log files provided by the account; however, a specific cause for the alarms could not be conclusively determined through this investigation. The controller event log files contained partially overlapping events spanning from 30jan2023 - 06feb2023. Low flow alarms were activated on (B)(6) 2023 at 22:32:53 due to a sudden drop in pump flow to 0.0 lpm (liters per minute). The estimated pump flow remained at 0.0 lpm until the system controller was exchanged on (B)(6) 2023. Following the exchange, the pump parameters returned to their typical range. The pump appeared to have been operating as intended at the fixed speed while the driveline was connected to the system controller. No further alarms have been reported after the system controller exchange. Additional information regarding the event was requested from the account; however, nothing further has been provided at this time. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.